Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
A patient underwent a convergent procedure with concomitant video-assisted thoracoscopic (vats) left atrial appendage exclusion (laae) using a prov45 atriclip device. During placement of the clip device, an injury occurred at the base of the left atrial appendage (laa). The procedure was converted to sternotomy and the injury was repaired with suture. The prov45 was then successfully placed at the base of the laa. The patient is reportedly recovering. There was no reported device malfunction, and the adverse event was the result of a procedural complication.